Event description:
The customer received a blood glucose reading of 234mg/dl at approximately 8:00am, on the contour. She felt nauseated and vomited. She was dizzy and experience general malaise. She was taken to the hospital where her blood glucose was 537mg/dl. She was treated with 10 units of insulin and then sent home at 6:00pm. The customer was asked to return the test strips for evaluation. She was sent replacement strips and meter.

Manufacturer narrative:
By the time the test strips were returned to qa for evaluation, they were expired.